Event description:
Boston scientific received information that prior to implant of this device, the pre-implant interrogation displayed that the gas gauge had dropped, with a monitoring voltage of 3.19 volts. A manual capacitor reformation was performed and the charge time measurement was 9.5 seconds. Reinterrogation of the device a few days later showed that the gas gauge had recovered. The device was successfully implanted with no further observations. The device was later explanted and returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.